Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine 5 year follow-up where a type ia endoleak was observed. There is currently no plans for re-intervention and the patient is being monitored. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the investigation, the reported endoleak type ia complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).